Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced failed battery test, weak battery, blank display and battery out limit alarm. The customer's blood glucose value was 179 mg/dl. The customer stated that the pump alarmed after battery change. The customer stated that the pump was not dropped or bumped. The customer stated that the battery compartment was neither damaged nor corroded. The product was not returned for analysis.